Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Upon on-site investigation, the field service engineer (fse) replaced the reflector and fresh gas pressure transducer pcbs, along with the expiratory channel pcb. Following these hardware replacements, the system passed the system checkout (sco) and has since returned to normal clinical operation. Evaluation of the device logs confirmed the reported issue, showing a failure in the pressure transducer test due to the zero pressure offset for the reflector pressure transducer pcb being out of range. The measured zero pressure offset was 2 mv. The auto/man ventilation leakage tests also failed as a consequence. The pressure transducer pcb is factory-calibrated with a zero pressure offset of 2 ± 0.5 v. During sco, if the measured zero pressure offset deviates by more than ±300 mv from the factory calibrated value, the test is designed to fail. In this case, the measured zero pressure offset value exceeded the acceptable range, triggering the failure. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during sco and high priority alarms will be generated if the failure occurs during treatment. The reported issue was attributed to an zero pressure offset drift in the pressure transducer pcb. However, as the replaced components were retained by the customer and not returned for analysis, the root cause of the drift could not be determined.

Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).